Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported that the day prior to the report, the patient was hearing a grinding sensation from the pump and was feeling over-sedated. The patient was awake and alert. The logs were checked and no alarms were noted. An x-ray of the pump showed no abnormalities. It was noted that the patient was also taking oral pain medication. The health care provider (hcp) decreased the intrathecal dose to 4.41 mg/day and had the patient follow up in the clinic on the day of the report. The patient was febrile and the hcp was questioning the over-sedation. It was noted that there had been no volume discrepancies at refills and the patient had a back fusion surgery in february 2015. The pump was infusing morphine (compounded). Additional information received reported that the event was not attributed to a pump malfunction. A dye study was attempted but they were unable to withdraw from the catheter access port (cap). The patient was afebrile. The patient was hospitalized and the pump was increased back to the baseline dose. The patient was given a bolus of 0.5 mg of intrathecal morphine sulfate based on withdrawal findings on the monday following the report. The patient was noted to be over-sedated and narcan was administered. Additional information received reported that the grinding sensation has not been confirmed by the hcp. It was unknown why the hcp was unable to aspirate from the cap. No surgical intervention was necessary. The patient was reported to be stable. A follow-up report will be submitted if more information becomes available.